Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Max rv impedance varies between 1048 ohms and 1280 ohms between the weeks of (B)(6) 2010 and (B)(6) 2011. Max rv pace impedance is observed to rise from 1080 ohms the week of (B)(6) 2011 to 1920 ohms on the week of (B)(6) 2011. High v-sic (short interval count) are observed with 3446 counts on the lifetime counter, all of these counts occurring since the (B)(6) 2010. High sic can indicate the presence of noise or intermittency in the system. Multiple short v-v sensed events of < 220 ms are observed on the (B)(6) 2011. (41 episodes non-sustained tachycardia).

Event description:
It was reported that the sensing integrity counter began incrementing due to oversensing, the right ventricular lead impedance increased and was high, and non-sustained tachycardia episodes were recorded with an average cyce length of less than 220ms. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the sensing integrity counter began incrementing due to oversensing, the right ventricular lead impedance increased and was high, and non-sustained tachycardia episodes were recorded with an average cycle length of less than 220ms. A lead fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.